Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the cartridge was filled with 150 units on (B)(6) 2017, and remained static at 70 units. Although requested, the customer reported being unable to upload the pump data logs for tandem technical support to perform a log review. There was no impact to the customer's blood glucose and the customer declined to reload the existing cartridge.